Event description:
It was reported by service report that the head end lift will not move; the lift could not be electronically lowered to the lowest position. No patient involvement or adverse consequences are reported.